Manufacturer narrative:
Event date estimated as five years after implant.

Event description:
It was reported that the patient is experiencing a small amount of urine leakage after five years of using an artificial urinary sphincter (aus). No further information was provided.

Manufacturer narrative:
Event date estimated as five years after implant.

Event description:
It was reported that the patient is experiencing a small amount of urine leakage after five years of using an artificial urinary sphincter (aus). No further information was provided.

Manufacturer narrative:
Event date estimated as five years after implant investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is experiencing a small amount of urine leakage after five years of using an artificial urinary sphincter (aus). No further information was provided.